Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total laparoscopic hysterectomy the device needle fell out of the device during first pass of the cuff closure. Additional devices were opened to complete the procedure. Current status of the patient is unavailable.